Event description:
Customer reported blood glucose result of 181 mg/dl, 63 mg/dl, and 90 mg/dl on the aviva system within 10 minutes. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.